Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: result - a sample was not returned for evaluation. A review of the device history record was completed for the reported lot number 5210515. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure mode as no samples were returned for evaluation. An absolute root cause for this incident cannot be determined.

Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. A supplemental report will be submitted upon completion of the device evaluation.

Event description:
It was reported that after the phlebotomist had completed blood sampling using the suspect device, she used 2 hands to push the yellow safety shield onto the needle, pricking her left thumb. The phlebotomist reported to occupational medicine. She had lab work as well as unspecified medical treatment as the source patient is (B)(6).